Event description:
It was initially reported that the patient has expired after implant duration of approximately 3.1 months, due to unknown reasons. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided.per the operative report, the patient left the operation in "stable condition."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. The patient also had another device implanted. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
The pt was admitted to emergency with some left upper extremity weakness and left lower extremity heaviness. Computerized tomography (CT) scan and magnetic resonance imaging (MRI) suggested stenosis of a previously stented right internal carotid artery (ica) in 2009. The pt was subsequently transported to this user facility for eval. Cerebral angiography confirmed a widely patent stent and no evidence of clot or missing vessels. The pt's symptoms resolved completely, and the pt was discharged.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.